Event description:
Over 400 hill-rom baxter centrella beds with pro+ mattresses purchased between 2021 and 2023 were noted to have evidence of de-lamination on over 100 mattress coverlets. Hill-rom baxter sales representative assisted in replacing the de-laminated coverlets under warranty with the same coverlet. We were told that this was a different coverlet design option which was supposed to remedy the situation. Evidence of de-lamination is now occurring on the replaced coverlets.